Event description:
It was reported that, "the pt underwent hip replacement surgery in 2006. "It was further reported that, "the pt has had severe problems with the hip replacement, and has had a subsequent replacement in 2009."

Manufacturer narrative:
The devices are not available, due to the ongoing litigation.